Manufacturer narrative:
Previously, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Now, the patient has alleged stroke, headache and difficulty breathing. The patient also alleged that the device turns off randomly and states that due to complications from a stroke, if this machine stops working, the result could literally be death. The manufacturer alleging that the allegation is serious injury. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed. Corrected section b1 from product problem to both. Selected as other. Selected as serious injury. In addition, appropriate code updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 05/06/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam, the patient has alleged stroke, headache and difficulty breathing. The patient also alleged that the device turns off randomly and states that due to complications from a stroke, if this machine stops working, the result could literally be death. The manufacturer alleging that the allegation is serious injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed the following dust-like contamination at the air input of the blower box. Dust-like contamination on top of the blower motor. Dust-like contamination on the top of the blower box. Dirt-like contamination on the bottom enclosure. Potential mineral deposit spots on the bottom of the blower motor indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER (B)(4). The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.